Manufacturer narrative:
As reported, the protection tip section of a 6f/7f mynx control vascular closure device (vcd) opened excessively. After entering the unknown sheath, resistance was felt, and the device was removed. The procedure was completed using manual compression. There was no reported patient injury. Buttons one and two remained in "factory status". A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that buttons 1 and 2 were not depressed. The sealant was returned in its manufactured position, fully exposed, and with the sealant sleeves showing frayed/split/torn conditions. No secondary damages or anomalies were observed on the returned device. Additionally, neither the syringe nor the procedural sheath used in the procedure were returned. No dimensional analysis could be executed due to the conditions observed to the unit received. A functional test was conducted to evaluate the deployment mechanism. During this analysis, it was observed that the mechanism was not compromised as the depression of buttons 1 and 2 resulted in the sealant¿s deployment and the balloon¿s retraction as expected. A high magnification analysis was performed due to the observed conditions on the sealant sleeves. During this analysis, the frayed/split/torn condition was confirmed, and it was concluded that the sealant exposure was related to a premature deployment. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the protection tip section of a 6/7f mynx control vascular closure device (vcd) opened excessively. After entering the unknown sheath, resistance was felt, and the device was removed. The procedure was completed using manual compression. There was no reported patient injury. Buttons one and two remained in "factory status". The device will be returned for evaluation. Addendum: product analysis demonstrates that the sealant was returned in manufacturing position, fully exposed.